Event description:
It was reported that during testing conducted at the user facility the lens was found to be missing from the device. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the eye is damage was confirmed during visual inspection. It was observed that the large led lens was broken off. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that during testing conducted at the user facility the lens was found to be missing from the device. No patient involvement or procedural delays were reported with this event.